Event description:
The customer reported the spectrum monitor intermittently shuts down. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the spectrum monitor. Corrections included replacement of the cpu board. The system was tested to factory's specifications. It functioned normally and was returned to use.